Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep). It was reported that the patient did not charge their implantable neurostimulator (ins) due to unrelated health issues. It was mentioned that the patient let the ins die. They noticed an increase in pain without their scs. The rep stated that a power on reset (por) was performed on the day of the report, and was able to be cleared to allow for use of the ins. No further complications were reported or anticipated. Additional information was received from a patient and it was reported that, sometime before (B)(6) 2020, the patient was no longer able to charge their ins and the ins was replaced.